Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of knives do not cut; therefore, the condition of the product could not be verified. A lot number was identified, however is not a valid lot number therefore, a device history record review could not be conducted. The photo attached to the parent file was reviewed by the manufacturing site. Photo show a packing list of custom pack lot not related to this qs. Reported issue cannot be confirmed from photo. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating cutting knife would not cut during the cataract surgery. There was no report of patient harm.